Manufacturer narrative:
Patient details unavailable at the time of this report, this report is submitted on june 06, 2017. Registration number 3009092818.

Event description:
It was reported that the patient experienced a loss of osseointegration on (B)(6) 2017. Reimplantation is planned but has not taken place at the time of this report.